Manufacturer narrative:
This report is submitted on january 11, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant. There are plans to re-implant the patient on (B)(6) 2021. Further information is being sought from the clinic.